Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage. The customer¿s blood glucose value was unknown. The customer stated that reservoir tip had damaged and unable to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received has a crack on the battery tube which starts at the corner of the belt clip rails. The reservoir tube and the retainer ring are intact. Inserted a test p-cap into the retainer ring, and it did lock into place properly.